Event description:
The customer reported the system's left monitor displayed such darkened images the system could not be used. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following circuit boards were reseated: the image processor, video controller, video adapter and system interface. The system was then found to be operating as intended.